Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that a peri-pro left distal femur plate was implanted in early march was revised due to the failure of the plate/screw locking mechanism. All 5mm locking screws were torqued to the proper 6nm level. Removal of the plate confirmed all but one distal locking screw had lost its locking capabilities.